Manufacturer narrative:
B3. Event date: used first day of the month of the aware date.

Event description:
It was reported that a device fracture occurred. A 18mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the device was fractured. The device was simply pulled out from the patient and the procedure was completed with another interlock. There were no patient complications reported.